Event description:
The customer called and said the suspect blood glucose device displayed the strip code as 980. The strip lot is 546988 and the correct code is 988. An lcd segment test was performed and all segments appeared on the screen. The device was replaced and requested to be returned for evaluation.